Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04394 / 04396).

Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to pain, aseptic loosening and elevated metal ion levels. The modular head, acetabular cup and taper insert were removed and replaced.